Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. The stryker stem and competitor shell were loose due to osteolysis caused by the competitor poly liner. An osteonics stem and c-taper cocr head were revised. There are no allegations against either device. Rep provided explant pictures and reported that no further information will be available.